Manufacturer narrative:
This report is submitted february 1, 2017.

Manufacturer narrative:
This report is submitted on december 15, 2016, by cochlear limited on behalf of (B)(4). Exemption number e2016011.

Event description:
Per the clinic, the device was explanted on (B)(6) 2016 due to poor performance and headaches with device use. The patient was re-implanted with a new device during the same surgery.